Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a procedure, this annuloplasty band was implanted and subsequently explanted. The physici an elected to fully replace the valve and indicated there was no malfunction of the annuloplasty band. No additional adverse patient effects were reported.